Event description:
It was reported that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) frequently fluctuated between 500-600 ohms and 2,500-3,000 ohms. There was no noise or oversensing observed at this time. It was suspected that the intermittently high pace impedance measurements was attributed to the spring connector. It was noted that the patient is not pacer dependent. This ICD and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.